Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown product performance issue. Another rv lead was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown product performance issue. Additional information received indicated that rv lead was not functioning and was capped due loss of capture on the lead. Another rv lead was successfully placed. No adverse patient effects were reported.